Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was hospitalized. Cause for hospitalization was unknown and reportedly contact and customer did not know if hospitalization was related to diabetes or pump. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.